Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracies compared to blood glucose meter on (B)(6) 2014. Dexcom has requested a data download from patient in order for dexcom to investigate data around the time of the event. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.